Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a patient burn occurred during a procedure where the generator was in use. An endoplastic dissector was in use with the device, which failed testing by the hospital. The dissector and generator were replaced and the procedure continued without further issues. The biomed onsite found no issues when testing the generator.